Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, model number or full implant date. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the model number, serial number, the full event date, full implant date, full explant date, diagnostic testing or pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported: loss of restriction and subsequently a leaking tube. No sharp instruments involved. The tube was removed and replaced.